Manufacturer narrative:
Correction h6 investigation findings and investigation conclusion. Correction: h11 the device was received for evaluation. During functional testing, the reported issue was unable to be replicated. The evaluator was able to run an infusion, load and unload a tube without error or delay. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified and no pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had slow response. Further described as ¿it failed to detect tubing removal¿. This occurred during disinfection in the pharmacy department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was unable to be replicated. The evaluator was able to run an infusion, load and unload a tube without error or delay. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The digital pot setting was found out of specification as potential cause for the reported issue. The force sensor no tube and scale factor calibration will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.